Event description:
It was reported that the device failed to detach during the procedure. Analysis of the returned device found that the main coil was detached from the pusher wire, but the polyethylene (pet) junction was still intact. There was no reported clinical consequence to the patient.

Manufacturer narrative:
The device history record review confirmed that the device met all material, assembly and performance specifications. Visual inspection of the returned device found that the main coil was detached from the pusher wire. Blood matter was observed on the coil. Microscopic examination revealed the pet junction was intact and the inner coil was still attached to the first few winds of the main coil. The edge of the inner coil was blackened, indicative that electrical detachment had been attempted. Some of the primary winds of the coil were stretched over the anchor chain. The form tip ball and pet junction were within specification. Microscopic examination of the pusher wire revealed it had detached as far back as the angle cut and showed signs of carbon residue, indicative that electrical detachment had been attempted. No other anomalies were noted to the pusher wire. The presence of blood matter on the coil suggests that continuous flush was insufficient. This would have the effect of slowing the detachment process and caused the physician to remove the device believing that detachment had failed although the process had begun and the coil subsequently detached from the pusher wire. Therefore, a root cause of operational context has been assigned.